Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 3- lumen catheter. Adhesive was observed on the catheter body between the 52 and 55 cm marks. Microscopic examination of this area revealed two pinholes between the 54 and 55 cm marks. The appearance of the holes was consistent with contact with a sharp instrument. The catheter was leak tested by pressure injecting water into each extension line with the distal end occluded. Only the medial lumen leaked from the pin holes. A review of manufacturing records did not yield any relevant findings. Based on the appearance of the holes and the report they were discovered three days after insertion, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported the catheter was placed into the patient's basilic vein without issue. A small pinhole leak was discovered three days post placement in the intensive care unit. The patient had coagulopathy and there were three dressing changes that occurred prior to the discovery of the hole in the catheter. As a result, the catheter was exchanged for the patient. There was a delay in treatment with no patient harm and no patient death or complications reported. It was noted no leak was observed directly after the insertion of the PICC.

Manufacturer narrative:
(B)(4).